Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin. Review of transmission revealed atrial lead noise, which caused inappropriate automatic mode switch. Programming changes were discussed. The patient was stable.

Event description:
New information notes that the suggested programming changes had been made.